Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the electrical charger for an external, accessory device caught fire. There were no reports of patient injury. The defective device has been exchanged and is being returned for analysis.